Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a delaminated downstream occlusion (dso) seal and a damaged air detector. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for repair with complaint that the device has a delaminated downstream occlusion (dso) seal and a damaged air detector. The event occurred during testing and there was no patient involvement. There was no relevant service history. Review of event log found nothing related to the complaint. Complaint was verified through visual inspection. Replaced dso seal, and air detector. Device passed all testing criteria post repair.